Manufacturer narrative:
Follow up 08-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant stabbing pain in her pelvic area. She underwent a hysterectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. In the present case, the consumer also had pelvic adhesions which could have contributed to the occurrence of the pain. However, given the nature of this event, causality with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0267, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer reported essure made her gain more than 60 pounds; her hair fell out and she had nickel allergy that was known after essure was implanted. She reported that due to weight gain she had hypothyroidism and sleep apnea; she suffered from constant stabbing pain in her pelvic area, severe monthly bleeding and the only way to solve the issues was a total hysterectomy at age (B)(6). During the surgery, her doctor noted extreme scar tissue through out her female reproductive organs and ended up having to leave cervix due to scar tissue attaching it to her bladder. She stated that since her surgery she was down almost 8 pounds in 11 days. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant stabbing pain in her pelvic area. She underwent a hysterectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. In the present case, the consumer also had pelvic adhesions which could have contributed to the occurrence of the pain. However, given the nature of this event, causality with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.